Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead fractured. It was also reported that high impedance and noise were noted. The lead was reprogrammed off. No patient complications have been reported as a result of this event.